Event description:
After using the bd vacutainer eclipse blood collection needle on patient and I went to activate the safety glide after removing needle from patient, the pink safety glide "flipped" off during activation of closing the safety feature on the used needle.